Event description:
Healthcare professional reported, rupture of the implant. Device status unknown. This record relates to the unknown side.

Manufacturer narrative:
Phone number e1: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.